Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image is provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported during an angioplasty procedure, the drug coated balloon allegedly twisted during inflation. It was further reported that, the balloon was deflated and inflated for the second time. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation, however, one medical image was provided and reviewed. A waist in the balloon was noted just beyond the midpoint during inflation. Based on the image review, the material twisting during inflation can be confirmed. The definitive root cause for the reported balloon twisting during inflation could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. D4(expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported during an angioplasty procedure through right groin access via contralateral approach, the drug coated balloon allegedly twisted during inflation. It was further reported that the balloon was deflated and inflated for the second time. The procedure was completed using same device. There was no reported patient injury.